Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a temperature alarm. The alarm would reoccur after insulin delivery was resumed. The pump was in a "normal room temperature". Blood glucose was 180 mg/dl. Insulin injections were to be used for insulin therapy.